Event description:
A surgeon reported a pt with a refractive surprise, "too much cylinder correction", following intraocular lens (iol) implant surgery. The surgeon reported the pt had dry eyes and irregular astigmatism (pre-existing). The iol was exchanged. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) into two pieces. Lens bench testing could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/14/2010, 09/16/2010, 09/29/2010, and 10/05/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).